Event description:
It was reported that an ilet insulin pump exhibited a cracked screen/display, and a replacement device was arranged after verification of addresses and return instructions. Symptoms included no adverse clinical effects and no changes in blood glucose. Outcomes included no medical intervention, no emergency treatment, and no hospitalization. Investigation included a review of device history records, a user interview, and instructions provided for shutdown, data backup to the mobile app, and return of the device. Investigation of this case revealed that the device displayed physical damage to the screen consistent with a crack while functionality alerts were addressed by shutting the device down. It was concluded that the device will be replaced and that the event involved a device component failure of the display without patient harm.